Event description:
It was reported that all the electrode impedances were within normal range except for electrode 0. Electrode 0 was greater than 4,000 ohms. The setscrew on the ipg was checked to make sure it was corresponding to electrode 0. The lead/extension junction was also checked to make sure it was fully inserted. The lead was used in the patient, but it was programmed around electrode 0. The other leads tested fine and the patient was doing well.